Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via trial the index procedure was in 2008. No predilatation was performed prior to stenting. One xience v stent was placed in the svg-om. No procedural complications were reported at the time of the procedure. In 2009, the patient experienced angina, increased exertional angina. An 80% restenosis of the xience stent in the svg-om was found. The patient was rehospitalized and a coronary diagnostic angiography was performed, following by percutaneous coronary intervention to treat the restenosis. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - angina and restenosis, as listed in the xience v IFU, are known adverse events associated with coronary stenting. The IFU states: safety and effectiveness of the xience v stent has not been established for subject populations with lesions located in saphenous vein grafts. The IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. A conclusive cause for the reported patient effects and the relationship to the xience v, if any, cannot be determined, although there is no indication of a product quality deficiency.